Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited high thresholds, far field r-wave (ffrw) oversensing, and noted suspected false atrial high rates episodes and mode switching. The ra lead was re-programmed, and remains in use. No patient complications have been reported as a result of this event.